Event description:
Patient's father reported the pump began to not respond to the settings about 3 days ago. Father stated the patient had to deliver a bolus passing to a different menu but the pump did not go to the menu and settings commanded by the patient. Father reported after this incident, the pump began to display an e8 (power interrupt) error message and the patient was not able to confirm it twice with the button because the pump was stuck and turned off. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.